Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer believed that the insulin pump was deliving too much insulin. The customer's blood glucose was 50 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization.troubleshooting was done. The customer stated that the drive support cap appeared normal. The insulin pump passed the displacement test. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.